Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-8952ts-05s gerade low profile-t-platte, an ar-8933v-24s low profile va locking screw, an ar-8933v-26s low profile va locking screw, an ar-8933v-28s low profile va locking screw, an ar-8933v-30s low profile va locking screw, and an ar-8933-30s low pro cortical screw were removed during revision surgery. After the original surgery, a postoperative x-ray showed residual metal fragments. This procedure took place on (B)(6) 2023. No further information has been reported. Additional information requested.

Event description:
Ar-8952ts-05s gerade low profile-t-plate was not removed, and it remains fixed in the patient. The original procedure was a lisfranc joint dislocation repair. The revision surgery focused on removing the implants; no new parts were implanted. No further information is available.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.